Event description:
A few hours after activating a pod, a customer reported her bg levels "climbed to 311 mg/dl." Upon removing the pod, she noticed the "cannula was not deployed fully and at a very strange angle." We do not expect the device to be returned.

Manufacturer narrative:
The customer stated that the cannula did not fully deploy. This indicates that the needle/cannula firing mechanism failed to function as designed. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." As reported, the customer noticed the needle mechanism had not retracted by observing through the cannula window. This prompted the user to monitor their bg levels closely and react quickly and appropriately to any issues. Product lot qualification records were reviewed and determined to have met all acceptance criteria.